Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24 sept 2016, therefore no UDI. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate the speaker doesn't work in unit or power supply. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. No further investigation or action is warranted at this time.

Event description:
It was identified during bench testing that the device had no audio sound. The device was not in use on a patient at the time of event, there was no adverse event reported.